Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluoroscopy images showed externalized conductors and lead abrasions. No electrical issues were noted. The lead was explanted. There were no adverse consequences and patient was in stable condition following the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 33.4cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.1 cm to 13.8 cm from the distal tip. One re etfe coating was damaged during the surgical procedure while the other re etfe coating was intact at this location.